Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Analysis of the recharger was unable to duplicate the patient¿s complaint. The recharger passed functional testing. Additional information indicated the patient would contact the physician for further follow up.

Event description:
It was reported the patient¿s recharger would not charge their implantable neurostimulator (ins) ¿until after 10-15 tries.¿ it was stated that once charging, it would ¿only charge for about 15-20 minutes¿ and then ¿showed the ¿charged¿ screen = upper left corner circle with the ¿I¿ in it and then it showed the stimulator with the battery in it¿ and ¿showed about ¾ charged.¿ it was further stated it would then ¿stay on the battery level screen¿ despite the patient¿s report that ¿it was not right cause it had been three days since the last charge.¿ it was noted the patient¿s recharger was to be replaced in the future. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information reported that about 15 minutes after recharging, the patient would check the implantable neurostimulator (ins) and it showed low battery. The issue still occurred after the recharger was replaced. It was also reported that the programming groups were lost or ¿just disappeared.¿ the patient was reprogrammed (B)(6) 2014 and noticed that night when she went to bed that the group for sleeping was no longer present. It was further reported that the patient was unable to make programming adjustments with or without the antenna attached. The patient also reported that the ins had flipped and she had flipped it back the day prior to report. The patient still could not charge or communicate with the programmer whether the ins was flipped or not. It was also noted that the recharger would not charge. The patient then lied on the table and the hcp was able to change the programming groups with no problem, with both the patient¿s programmer and a different patient programmer. Interrogation with the physician programmer confirmed that all the groups programmed on (B)(6) 2014 were present. The hcp was also able to recharge the ins. It was stated that the ins only charges for a short time and stops, and the recharger says it is full but ¿she did not think it is.¿ both the recharger and patient programmer confirmed that the ins was fully charged. The physician programmer showed that the patient averaged 7 bars of coupling and charged 2-3 hours a day. It was noted that the patient had issues with the ins flipping a ¿long time ago but not since two years ago¿ until the prior week. The patient said she had been manually flipping the ins herself. Communication issues had been occurring on and off for the past month. Eight days later, the patient reported they still had issues recharging the ins. The patient was not getting any coupling bars displayed on the recharger. There was no connection between the recharger and ins. The patient was concerned the ins was flipped and noted that the hcp didn¿t check this at the last appointment. The antenna locate feature was used and the patient got 54-72. It was also stated that the patient had some issues prior with being stuck on the ¿status screen.¿